Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, safari guide wire the customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion which required medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During transseptal puncture, transesophageal echocardiography (tee) was not used. The puncture was very posterior and the needle could not be seen. After the clip delivery system (cds) was advanced and m-knob was applied to 4 oclock, the tee was checked. At this point, it was noted that there was a small effusion. The cds was removed, pericardiocentesis was performed and blood was given. After 30 minutes, the patient was confirmed to be stable. The procedure was discontinued with no clips implanted. The patient was extubated the same day and rescheduled for a second mitraclip procedure on a later date. It was the physicians opinion that the clip caused the effusion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The mitraclip system instructions for use (IFU) states that the mitraclip device should be implanted with sterile technique using fluoroscopy and echocardiography. Based on the information reviewed, the reported user error was associated with the physician declining to use tee while advancing the dilator, guide wire and the clip delivery system (cds); deviating from the IFU. The reported patient effect of pericardial effusion appears to be related to user error of not using visualization for the transseptal puncture and insertion/advancement of the steerable guide catheter, dilator, guide wire and the cds into patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.